Event description:
As reported, the lines of a 6f exoseal vascular closure device (vcd) did not change. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Unable to depress the deployment button. The plug was found fully inside the shaft. The indicator wire was still visible when the device was removed. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was an angiography and used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the lines of a 6f exoseal vascular closure device (vcd) did not change. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Unable to depress the deployment button. The plug was found fully inside the shaft. The indicator wire was still visible when the device was removed. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was an angiography and used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was greater than 40. Other procedural details were requested but were not provided. A non-sterile vascular closure device 6f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed as the guard was observed locked as well. The indicator window was received on black/white position and no catheter sheath introducer (csi) used in the procedure was returned inserted on the device. No other anomalies were observed during this analysis. Exoseal functional testing was executed firstly pulling the indicator wire to achieve the black/black position and finally with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/ white/ red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration, during this evaluation no signs for obstruction or any impediments were observed, that could be related to the reported event. The customer's reported event, described as ¿indicator window - no change to indicator,¿ was not confirmed. The functional evaluation showed that the deployment mechanism worked as intended, achieving three position changes in the indicator window. . It is possible that non specified factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review and the product analysis, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.